Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after forty-six months. There was concern of premature battery depletion. Please note that this patient underwent spinal stimulation therapy and claims that the device exhibited beeping sounds within a day of treatment. There was no evidence of a boston scientific (bsc) personell being consulted or present before or during spinal stimulation therapy.